Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was 259 mg/dl. A system check was performed on the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer wore the pump against their skin and believed the temperature of the pump changed prior to the alarm. The customer used u-500 insulin and tandem's technical support educated the customer on insulin labeling.